Event description:
It was reported that the patient had several areas of cosmetic damage to their driveline coating. Log files were submitted for review and captured 1 low power hazard/ power save mode due to depleted batteries. There were no unusual events in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.